Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there is flow issues and suspected back check valve failure while using an unspecified bd alaris¿ infusion set. No patient impact reported. The following information was provided by the initial reporter: I'm emailing to report a new suspected back check valve failure: sodium phosphate infusing as secondary. ~100 ml left in bag to be infused over an hour but 5 min later, there was no fluid left in the bag and entire med had been infused (secondary was running as a bolus instead of programmed rate).

Event description:
It was reported that there is flow issues and suspected back check valve failure while using an unspecified bd alaris¿ infusion set. No patient impact reported. The following information was provided by the initial reporter: I'm emailing to report a new suspected back check valve failure: sodium phosphate infusing as secondary. ~100 ml left in bag to be infused over an hour but 5 min later, there was no fluid left in the bag and entire med had been infused (secondary was running as a bolus instead of programmed rate).

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that there is a suspected back check valve failure could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.